Event description:
A us distributor reported that a monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was resetting. The cause of the problem was isolated to a bga failure on ram chips. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. No adverse event resulted from the damaged monitor.